Event description:
The surgeon provided additional info indicating the pt noticed the symptoms immediately upon insertion of the intraocular lens (iol). The pt stated her symptoms had improved and she no longer wanted the lens exchanged. The pt's visual acuity prior to implantation on 2001 was 20/70 and after implantation on 2001 was 20/20.

Event description:
A surgeon reported that one month following implantation of an intraocular lens (iol), a patient complained of seeing dark shadows. The association between this event and the iol is not known. Additional information has been requested.